Event description:
The customer's mother reported via phone call that the customer was hospitalized 7 times between (B)(6) 2014, and (B)(6) 2015, due to high blood glucose levels and diabetic ketoacidosis. The caller declined to troubleshoot for an infusion set leak, stating that she had already had it documented previously. She noted the insulin would leak from the insertion site. She noted that the customer had been hospitalized more than 20 times, both on and off the insulin pump. She did not recall information regarding many of the hospitalizations. The caller stated that the customer had been hospitalized once on (B)(6) 2014 for diabetic ketoacidosis and was treated with intravenous fluids. She did not know if the customer was wearing the device. Another hospitalization occurred in (B)(6) 2014 for diabetic ketoacidosis, and the customer was again treated with intravenous fluids. She was not wearing the device at that time and had been off the device since (B)(6) 2014.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.